Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Product analysis determined the touch screen was dented and unresponsive, the floppy drive bezel was missing and the screen motor got hot and shorted with misrouted wire and insulation damage. The touch screen, floppy drive and screen where replaced. The programmer was repaired and was concluded to be clinically out of specifications induced in the field. The programmer then passed all incoming tests.